Manufacturer narrative:
(B)(4).

Event description:
About (B)(6) after the stimulator was replaced (see MFR report # 3004209178-2011-03341) the pt had a loss of therapeutic effect. The pt initially felt stimulation intra-operatively and post-operatively but later stopped feeling stimulation. The impedances were measured and the results showed group impedances were out of range. There were some pairs that were in range, but bipolar programming with these pairs did not result in stimulation. Programming on these in range pairs still resulted in out of range impedances for the group. The cause of the loss of stimulation was not discovered and no paresthesia could be obtained. The pt was going to have a revision at "a later date."